Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated, and the reported mechanical issues were not confirmed via return device analysis. The reported improper or incorrect procedure or method could not be replicated under the testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contribute to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The definitive cause for the slippage of the knob that resulted in unable to curve and straighten steerable guide catheter (sgc) could not be determined. It was also noted that the user continued to use the damaged device. It should be noted that the mitraclip nt clip delivery system instructions for use (IFU) warning states that, do not use device if damage is detected. Use of damaged product may result in air embolism, vascular and/or cardiac injury. The user error (use after damage) did not likely influence the reported events. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to straighten the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The sgc was advanced to the right atrium, but when the knob was turned in the plus direction, the knob did not hold its position. At this point, it was not possible to deflect the sgc tip in plus or minus direction. The sgc continued to be used to deploy the clip. One clip was implanted reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.